Event description:
It was reported that customer experienced a minimum fill notification while attempting to load cartridge with insulin. There was no adverse impact to the customer¿s blood glucose level. Customer removed pump from case, cleaned pneumatic tap area as instructed, and attempted to reload same cartridge without success, after which technical support guided customer through properly filling and loading new cartridge, which resolved issue and allowed customer to resume insulin delivery.